Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error. Upon review, it was found the device recorded a large number of magnet applications and beeping. This resulted in the bd error. Technical services (ts) recommended to reset the error and bring the patient into clinic to stop the beeping. The device appears to be depleting normally. Additionally, a low amplitude was exhibited. This s-ICD remains in service. No adverse patient effects were reported.